Event description:
It was reported that, while in use on a patient, a ht70 ventilator audible alarm did not sound. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.